Manufacturer narrative:
Findings: reliability analysis evaluated 2 opened/used reservoirs. Performed pre-fill reservoirs. Reservoirs passed per specification. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. (B)(4).

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was at 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer did not mention any symptoms of high blood glucose levels. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed.